Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. It was reported that the patient was going to the hospital for the event. It was not reported if the patient was admitted to the hospital for the peritonitis. Treatment was not reported. No further information was provided regarding the outcome from the event or whether dianeal therapy was ongoing. No additional information is available.